Event description:
The customer originally reported an issue with a 2420-0007 material (no lot), but returned two samples just from the drip chamber up, no other tubing. The return also included the label for the material, which was of material 10013072 and lot 22115368. The reported material was updated to 10013072 based on the samples that were submitted. This investigation is for material 10013072 lot 22115368. Verbatim from customer: rcc received complaint via email. Email(s) attached. Issue description quality issue ¿ broken (out of box) no patient or user injury reported. Rn was placing the line in the alaris pump the line snapped below chamber- luckily line was just filed with normal saline. The second sample was when rn was trying to switch from n/s bag to chemo bag before connecting to chemo -line snapped below chamber. Occurrences 2. Samples available yes, quantity: 2. Mon (B)(6) 2023 3:47 pm. Could you please provide batch number? Ref#(B)(4) and lot #(10)230055525.

Manufacturer narrative:
The customer originally reported an issue with a 2420-0007 material (no lot), but returned two samples just from the drip chamber up, no other tubing. The return also included the label for the material, which was of material 10013072 and lot 22115368. The reported material was updated to 10013072 based on the samples that were submitted. This investigation is for material 10013072 lot 22115368. The samples were visually examined, and the failure of separation below the drip chamber was verified. Further analysis under a microscope found there to be insufficient solvent on both drip chambers. Device history record review for model 10013072 lot number 22115368 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23nov2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation by the manufacturing facility found the root cause for insufficient solvent on the drip chamber to be incorrect assembly due to personnel not following procedure. A quality alert was displayed on (B)(6) 2023, to the manufacturing focused team (manufacturing, process and quality operations) to reinforce proper procedure to prevent sending defective parts to our customers. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd alaris pump module smartsite infusion set had component separation. The following information provided by the initial reporter with the verbatim: issue description quality issue ¿ broken (out of box) no patient or user injury reported. Rn was placing the line in the alaris pump the line snapped below chamber- luckily line was just filed with normal saline. The second sample was when rn was trying to switch from n/s bag to chemo bag before connecting to chemo -line snapped below chamber. Occurrences 2.

Manufacturer narrative:
D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.